Event description:
(B)(4). Event occurred in the united states. The patient reported, he had faced tubing detachment issue and experienced high blood glucose level. The patient reported that bent cannula, tubing detachment and treating off sensor could be the contributing factors for high blood glucose. No further information available.